Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autoguard bc needle did not retract and the button stayed pushed in. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ insyte autoguard bc needle did not retract and the button stayed pushed in. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8243739; the lot number was built/packaged on afa line 12 from 05sept18 thru 08sept18 for a quantity of 396,000 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used iag bc 20ga retracted unit in an opened package on from catalog number: 382533, lot number: 8243739. Visual/microscopic evaluation: the needle was retracted, and the white button depressed. The needle was reassembled to the out position. Observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: the retraction was successful, no delayed reaction was observed. Indeterminate - the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit.